Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs and archive were reviewed and the software appeared to be working as designed. The exam contained missing slices and the volume reconstruction process would add blank slices in to reflect the missing data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while trying to load patient exams on the system the patient exam loaded with missing slices. The representative burnt a new disc, and that one also loaded with missing slices. The site re-scanned the patient, and the exam from that new scan loaded better, but still had some slices missing. He deleted the patient entry and rebooted the system, and when it booted back up the exams from all three discs were able to load with no problems at all. A representative confirmed that this occurred before the patient was present.